Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called stating their glucose levels were continuing to rise and that they were unsure whether they had filled their cartridge correctly, expressing concern that insulin may have been leaking from the back of the cartridge. The agent advised the patient to perform a full cartridge and infusion set change and guided them through the process. The patient successfully applied a new teflon 6 mm inset infusion set, and insulin therapy was resumed. At the time of the call, the patient¿s glucose level was reported as elevated, and they completed the blood glucose questionnaire indicating prolonged hyperglycemia without ketone testing, backup therapy, or medical intervention. No immediate health effects were reported, and insulin delivery had not been suspended. The patient later called again due to concern about persistently elevated glucose levels. The agent reassured the patient that it might take additional time for glucose values to return to range and advised continued monitoring. The patient subsequently confirmed that their glucose levels had stabilized and were trending steady. Follow-up confirmed that the patient¿s glucose values returned to range, and no further issues were reported. A later follow-up was conducted to assess for abnormalities with the infusion set and to review the patient¿s supply change process. The patient confirmed that the cannula had not appeared bent and that the infusion site was not wet upon removal. The patient believed a leak may have occurred because they had not rewound the pump during their initial cartridge change. The agent provided education on the correct cartridge and tubing change procedure. The patient stated they had since been placing the cartridge in the pump before connecting the luer connector as recommended. The agent referred the patient to video resources for full supply change steps and advised contacting support during future supply changes if needed. The lot number could not be confirmed as the cartridge had been discarded. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.